Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did contribute to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the physician/author provided the patient's weight. Updated data: patient weight added fdd code correction. Corrected data: (B)(6)(device dislodged or dislocated). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: kearney a et al. High gradient following transcatheter aortic valve replacement. Jacc cardiovasc interv. 2019 sep 23;12(18):1865-1866. Doi: 10.1016/j.jcin.2019.05.048. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old male patient with a history of coronary artery disease and severe aortic stenosis (gradient 100 mm hg) who presented with acute coronary syndrome. It was noted that multi-detector computed tomography confirmed dense calcification of the aortic annulus extending into the left ventricular outflow tract. The patient underwent percutaneous coronary intervention followed by transcatheter aortic valve replacement with a medtronic 29 mm evolut r bioprosthetic valve (serial number not provided). One day post implant, echocardiography exhibited increased velocity across the evolut r valve creating a gradient near 100 mm hg. The patient was stated to be asymptomatic and hemodynamically stable. Cardiovascular and neurological examinations only revealed a loud systolic ejection murmur. Fluoroscopy showed acute recoil of the self-expanding valve frame within the inflow segment. Post-dilation was performed with a 22 mm non-medtronic balloon and the valve embolized into the aortic arch. Subsequently, a 26 mm non-medtronic bioprosthetic valve was implanted in the aortic position. No additional adverse patient effects or product performance issues were reported.